Manufacturer narrative:
Batch review performed on 16 may 2022: lot 2005736: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. More info could be available after the revision surgery planned on (B)(6) 2022.

Event description:
The surgeon plans to exchange the existing 10mm tibial insert for a thicker one due to some varus / valgus instability. Revision surgery is planned for (B)(6) 2022.

Manufacturer narrative:
Revision surgery completed successfully at hollywood private hospital by (B)(6) at about 11 months from primary. The 10mm insert was removed and replaced with a size 3 right 14mm gmk sphere primary fixed tibial insert. The explanted insert was sent for analysis to (B)(6) by the surgeon and he will provide a copy of the report when it is completed.

Event description:
Revision surgery done at about 11 months from primary for varus/valgus knee instability. A thicker liner has been implanted successfully.